Event description:
It was reported that the user experienced sustained hyperglycemia with blood glucose values exceeding 400 mg/dl for approximately 90 minutes after a supply change, followed by persistent elevations in the 300s and subsequent decline into the 200s, while using the ilet pump with cd tubing and related infusion components; no alerts or alarms were reported. Symptoms included elevated blood glucose without reported acute complications. Outcomes included continued monitoring and education on allowing pump corrections to take effect, with recommendations to consult the healthcare provider and provision of an emergency supply kit and replacement consumables. Investigation included customer service review, verification of supply shipment details, and remote troubleshooting guidance regarding infusion set integrity and consideration of a factory reset if elevations persisted. Investigation of this case revealed an unclear cause of hyperglycemia, with potential contribution from infusion set or supply issues, and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.